Event description:
Two and a half days post right shoulder arthroscopy procedure the pt developed a superficial wound site infection at home. The pt was successfully treated with antibiotics and is currently doing fine. No further treatment was required.